Event description:
It was reported that atrial noise was observed. The patient reported pain at the pocket site. The system was explanted. The patients condition was good after the event.

Manufacturer narrative:
The reported field event of noise was not reproduced in the laboratory. The device was tested on the bench and using automated tested equipment and no anomalies were found. Review of the device image noted no stored electrograms. The cause of the reported noise could not be determined.